Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that the green cap that is bonded to end of secondary set began leaking as a chemotherapy mix was finishing up.

Manufacturer narrative:
Investigation summary: it was reported that the green cap that is bonded to end of secondary set began leaking. One sample model 10013364t, lot 24109021 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and then pressurized at 30 psi for 10 minutes. No leak was observed. The customer complaint was unable to be replicated. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received